Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunctions were duplicated and the connector interlock was replaced and the controls to system board was re-secured to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display and prompted "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.